Event description:
It was reported that the patient experienced a loss of therapeutic effect while stimulation was turned on. The patient could no longer feel stimulation on program 2, which the patient believed correlated with her left side. Stimulation was felt with program 1. The event occurred following "lumbar strain" while stretching. The patient also experienced discomfort in her back where the leads were located. Additional information received reported that an impedance of over 20 ,000 ohms was seen on electrode 8. The patient was reprogrammed and received coverage in bilateral upper buttocks to about her knees. The patient indicated this was much better than before. The patient planned to try the new programming for 3 to 4 weeks, but was still sore from the injury. The plan was to take an x-ray if the patient did not get results. See also MFR. Rep. # 3004209178-2011-09026.

Manufacturer narrative:
Neurostimulator model 7427 serial# (B)(4) implanted: (B)(6) 2004 explanted: unknown; lead model 3998 lot# j0428353v implanted: (B)(6) 2004 explanted: unknown; lead model 3998 lot# v060415 implanted: (B)(6) 2008 explanted: unknown; extension model 748951 serial# (B)(4)implanted: (B)(6) 2004 explanted: unknown; extension model 748951 serial# (B)(4) implanted: (B)(6) 2004 explanted: unknown; extension model 3708360 serial# (B)(4) implanted: (B)(6) 2008 explanted: unknown; extension model 3708360 serial# (B)(4) implanted: (B)(6) 2008 explanted: unknown; programmer 37743 serial# (B)(4); accessory model 37752 serial# (B)(4); programmer model 7435 serial# (B)(4).